Manufacturer narrative:
This complaint was initially submitted to FDA via asr report q1 2017 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report. Device not returned for evaluation.

Event description:
It was reported that the patient's artificial urinary sphincter need to be revised due to system failure. The patient still experienced incontinence. No further patient complications reported in relation to this event. Additional information received that this patient had his cuff replaced with a 4.0 cm cuff on (B)(6) 2017.